Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the pump was scrolling and the act button was not working. Customer's blood glucose level was 255 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.